Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a radius and ulna shortening procedure on (B)(6) 2018 due to patient¿s fracture since about 20 years. During the procedure the synthes 2.4mm universal drill sleeve on the radius guide was too big, and the 1.8 mm drill bit was loose (20 degrees of freedom to rotate). Therefore, the surgeon had to drill the unknown va-lcp two-column distal radius plate holes as he thought but the plate holes did not match and had to re-drill another 5- 6 holes again. The surgeon might have used an alternate unknown drill guide to finish the procedure. There was no reported patient harm since the correction could still be achieved thus, no revision surgery is planned. It is unknown if there was a surgical delay due to reported event. The surgeon said that he was happy with the result but could have done the procedure without the drill guides because of the re-drilling. Patient was reported as doing well. Concomitant devices reported: drill guide (part# unknown, lot# unknown, quantity unknown); va-lcp two column distal radius plate (part# 0x.111.631, lot# unknown, quantity 1). This report is for one (1) 2.4mm universal drill guide. This is report 1 of 2 for complaint (B)(4).